Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-20101. The pt has a peripheral (off-label) scs system. It was reported that the pt was no longer receiving stimulation due to autoreduction. Troubleshooting was attempted to no avail. The sjm rep confirmed the scs ipg was flipped in the ipg pocket and the wires were tangled. Aldo, diagnostics revealed high impedance values. Surgical intervention will be taken at a later date to address the issues.